Event description:
The customer stated their integra 800 (serial number (B)(4)) was down when she entered the laboratory at the beginning of her shift. She was told there had been a hardware error while running controls on the previous shift. They powered down the analyzer to perform troubleshooting on it. During power up, they discovered the f3 fuse had blown. The customer stated the f3 fuse frequently blows due to the analyzer overheating because of its position in the laboratory. After the customer replaced the fuse, there was a pop, an arc or flame, smoke, and a hot electrical smell. Upon investigation, they discovered the fuse holder had melted to the analyzer and residual glass from the blown fuse was lodged in the analyzer. The customer cannot state for sure if the analyzer was completely powered down prior to replacing the fuse as required by product labeling. The customer replaced the blown fuse with an eight amp fuse, however product labeling requires the use of a ten amp fuse. There were no adverse affects to the customer as a result of this event. The field service representative determined the event was caused by the customer using the wrong fuse type. He replaced the power supply and it tested acceptably. Instrument performance and check testing were within manufacturers specifications. Calibration and quality control were performed within customer's specifications.

Manufacturer narrative:
The root cause of this event is a customer handling problem. The customer changed the fuse without switching off the instruments main switch as described in the procedure. No person was injured or affected. No erroneous test results were reported.